Manufacturer narrative:
The name of the initial reporter, patient and device details were not made available as of the date of this report. This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient developed necrosis (date not reported). Additional information has been requested; however, not made available as of the date of this report.